Event description:
After iabp for 51 hrs, alarms sounded from the system 97 pump and the 8 fr. Iab was removed. The pt was stabilized after the iab was removed and was on a respirator and catecholamines. Event complications: none from the event - reported 9/24/98. Pt's current status: stabilized - reported 9/24/98.